Event description:
Procedure type: lap gastric bypass. According to the reporter: needle detached, did not break. If needle fell into the pt's cavity, it was retrieved. Used new sulu. There was no report of pt injury, unanticipated blood/tissue loss, or extended operative time.

Manufacturer narrative:
(B)(4)